Event description:
It was reported that during a watchman flx stroke prevention procedure for atrial fibrillation (a fib) using a versacross large access transseptal dilator, versacross rf wire, and versacross transseptal sheath, a thrombus formed and was attached to the sheath. Heparin was administered after right femoral access was created. The sheath and dilator were advanced into the heart over the wire. While dropping into the fossa ovalis they believed they saw a thrombus on the tip of the sheath. They aspirated the sheath/dilator and then removed them. The sheath/dilator was flushed outside of the body and a clot was expelled. They flushed the system again, administered more heparin, and reintroduced the sheath and dilator over the wire. The procedure was completed successfully using the original devices and a watchman device was implanted with no patient complications. The transseptal access devices are not expected to be returned as it were disposed of by the site.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.